Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the provided picture identified that the device shows signs of wear on the condyles and around the insertion hole for the hinge post extension. As the product was not returned an additional evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs and medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no intra-operative complications were noted during the initial surgery. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a knee surgery. The patient then experienced a slow onset of pain and stiffness and was subsequently revised approximately 10 years post-op. The surgeon noted wear on the poly. Only the poly was revised as the tibial and femoral components were well fixed and the motion on the table was sufficient. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown . Unknown - unknown tibial component - unknown . G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.